Event description:
The customer mother reported that the insulin pump had physical damage and it was not functioning. Customer stated there was no power. Customer was in the urgent care getting an intravenous to treat high blood glucose. Customer's blood glucose was 400 mg/dl at the time of physical damage. Customer stated that there were cracks by the screen and battery case. Customer's mother reported hospitalization due to damaged and not working insulin pump and high blood glucose. Customer blood glucose was 808 mg/dl at the time of hospitalization. Customer had diabetic ketoacidosis. Customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).